Event description:
Pt is an 86-year-old female admitted to rehab unit on 6/18/94 with diagnosis of cva. Med history includes chronic a-fib, chf, hypothyroidism, glaucoma, fx right hip and cva. Pt takes multiple medications. Pt had dysphagia secondary to cva and a peg was placed in the endoscopic lab on 6/24/94. On 6/26/94 pt had low grade fever, abdominal pain, sob, increased respiration. X-ray showed free air in abdomen and wbc was 17,100. Pt was taken to or for suspected performation. Op report indicates there was leakage around the peg tube insertion site. Mechanism of this leakage is unclear. It does not appear that the pt had a performation. Purse string type suture was placed around the gastrostomy site. Then the stomach wall was sutured to the anterior abdominal wall, thereby sealing off the site of leakage. Pt appears to be doing well post-operatively. Reported to MFR 7/1/94.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: telemetry failure, none or unknown, unanticipated short term complication of procedure, tubing. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.